Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: only the catheter was received and appeared intact. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporting, the arterial line did not pull at the renal unit which resulted to high pressure, vibration, and inadequate dialysis. The catheter was not repaired and there was no leak. Heparinized saline was used as a cleaning agent on the device and there was no luer adapter issue. There was no patient injury.

Event description:
According to the reporting, after the dialysis session, the arterial line did not pull at the renal unit (the catheter stopped working) which resulted to high pressure, vibration, and inadequate dialysis. The catheter was not repaired and there was no leak. Heparinized saline was used as a cleaning agent on the device, was used to flush and lock the catheter after insertion, and given after every dialysis session. Catheter kit tego was used and there was no luer adapter issue. The insertion site was thoroughly cleaned with chlorohexidine in alcohol prior to insertion. Nothing unusual was observed on the device prior to use and there was no occlusion on insertion. Flushing was done and had a good backflow in and out. There were no other defects/damages observed on the product. The device was not used successfully and the lines were reversed and flushed to resolve the issue. The procedure was completed. There was no patient injury.

Manufacturer narrative:
Correction: d10 additional information: a4, b5, d6, e1 (prefix), e3, g4, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporting, the catheter stopped working after two sessions of dialysis, the arterial line did not pull at the renal unit which resulted to high pressure, vibration, and inadequate dialysis. The catheter was not repaired and there was no leak. Heparinized saline was used as a cleaning agent on the device, was used to flush and lock the catheter after insertion, and given after every dialysis session. Catheter kit tego was used and there was no luer adapter issue. The insertion site was thoroughly cleaned with chlorohexidine in alcohol prior to insertion. Nothing unusual was observed on the device prior to use and there was no occlusion on insertion. Flushing was done and had a good backflow in and out. There were no other defects observed on the product. The device was not used successfully and the lines were reversed and flushed to resolve the issue. The procedure was completed. There was no patient injury.